Manufacturer narrative:
(B)(4). Evaluation: results: (dissection and mi).

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the mid rca to treat the target lesion, a second endeavor sprint rx drug-eluting stent was implanted to treat a complication/dissection/bailout (after stent implantation to cover target lesion). Clinical events committee adjudicated that a non q-wave mi occurred one day post index procedure. Patient was asymptomatic/free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow-ups.